Manufacturer narrative:
Additional reporter: (B)(6). The device has been received for evaluation. The investigation is pending completion.

Event description:
Event occurred regarding a spiros bag spike with dry spike adapter where it was reporter that there was a leakage of an unknown chemotherapy drug at the junction between the spiros and the lower tubing. The second was also defective. There was patient involvement, no patient harm and there was no delay in critical therapy.

Manufacturer narrative:
Investigation summary: received two (2) used ch3227 trifuse add-on set w/2 spiros, each connected to a primary plum set and a ch-14. No defects or anomalies noted. Each set was leak tested with the mating devices as per product specifications. There was no flow through one (1) of the ch-14 and a stick down was observed. When the ch-14 was removed, there were no restrictions in flow and no leakage on either set. The reported complaint was unable to be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.